Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed rsh scanner (barcode reader) incorrectly read one sample barcode sid of s!z-;>4 generated on architect i2000sr analyzer. The instrument generated (B)(6) results for syphilis, hbsag, anti-hcv, and hiv ag/ab. The tube label was normal, and the customer tested additional samples and didn't replicate the issue. No impact to patient management was reported.

Manufacturer narrative:
A review of instrument history for (B)(4) showed a demand service request ticket was opened to address external barcode reader issue for the same day as the current complaint. The issue was resolved by rebooting the module and ups. No additional issues were found. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the barcode reader or architect i2000sr for serial (B)(4) was identified.